Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. In 2007, at approximately 2000, the device was programmed to deliver 2000ml of total parenteral nutrition (tpn) at a rate of 83ml/hr for a duration of 24 hours and the delivery was started. No further programming parameters were provided. The following day, at 1100, the nurse found the tpn container empty and noted the device displayed a rate of 600ml/hr instead of the reported programmed rate of 83ml/hr. At that time, the patient's serum blood glucose level was 451mg/dl and the patient's serum potassium level was 6.3meq/l. The advanced practice nurse was notified and the patient was treated with 24u of novalog and 30gm of kayexalate. One hour later, the patient's capillary blood glucose level was 290mg/dl and the patient was treated with 2u of novalog. At an unspecified time, the patient's blood glucose level was 250mg/dl. At 1600, the patient's serum blood glucose level was 171mg/dl and the serum potassium level was 4.8meq/l. There were no reported adverse patient sequelae. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.